Event description:
A pt reported experiencing inaccurate erratiac results with lifescan meter. The pt's blood glucose results were 85, 229 mg/ld. Tests were done within 10 minutes with difference of 81%. Pt did not experience any adverse events. No further info has been reported.